Manufacturer narrative:
The manufacturer is waiting for the arrival of 1 affected administration set. Zyno medical has sent a quality alert to its contract supplier on 09/01/2017 regarding this complaint.

Event description:
The customer reported a leaking issue with administration sets. "It is leaking out of the connection at the filter component in about five sets." The customer also reported over the phone that the issue had been happening in the past, but the most recent case was on (B)(6) 2017 while they were priming the tubing. The IV set was leaking below the filter in which it connected with the tubing itself. The customer reported that there was no patient involvement for this case.

Manufacturer narrative:
The user-reported issue could not be confirmed. On (B)(6) 2017, the customer reported to a zyno medical customer service representative that the administration sets were no longer available to be sent back to the manufacturer for evaluation, as they were disposed of by the cleaning crew. Thus, zyno medical could not confirm the complaint.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00267).